Event description:
It was reported the fluid leaked from the drainage bag of the cook bakri postpartum balloon with rapid instillation components during treatment postpartum hemorrhage secondary to uterine atony following a cesarean section. The patient experienced 500 ml of postpartum hemorrhage following a cesarean section. A bakri postpartum balloon was used for hemostasis. Upon opening the balloon packaging and inserting it into the uterine cavity, saline was injected. However, fluid leaked from the drainage bag instead of filling the balloon. The device was immediately removed and replaced with a new one. The total blood loss was 570 ml. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: phone: (B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported the fluid leaked from the drainage bag of the cook bakri postpartum balloon with rapid instillation components during treatment postpartum hemorrhage secondary to uterine atony following a cesarean section. The patient experienced 500 ml of postpartum hemorrhage following a cesarean section. A bakri postpartum balloon was used for hemostasis. Upon opening the balloon packaging and inserting it into the uterine cavity, saline was injected. However, fluid leaked from the drainage bag instead of filling the balloon. The device was immediately removed and replaced with a new one. The total blood loss was 570 ml. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control (qc) procedures, and instructions for use (IFU), as well as a visual examination and functional testing of the returned device, were conducted during the investigation. The complaint device was returned in an open package with label. The device was function tested with water, and water was observed flowing into the other lumen. Visual examination noted lumen communication. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances that could have contributed to the reported failure mode. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: - 'how supplied: upon removal from the package, inspect the product to ensure no damage has occurred.' Based on the available information, inspection of returned device, and the results of the investigation, cook has concluded a definitive cause could not be determined from the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.